Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath on the ra lead, progress was made through the scarring in the pocket. Then, switching to a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, advancement was made to the innominate/superior vena cava (svc) junction, where progress stalled. Next, the rv lead was targeted; however, progress stalled at the same area; therefore, switched to a spectranetics 13f tightrail rotating dilator sheath (long), but no further movement. Using a cook medical 13f evolution, advancement was made past the area, and the rv lead was removed. Focusing on the ra lead, with the 13f tightrail, progress was made to the tip of the lead, and with traction, the lead released. The tightrail was removed but the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, CPR, and sternotomy. A small svc/ra junction perforation was discovered and repaired, and the patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.